Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that when he went to see his remaining insulin amount and pressed the button on his pump, he received a motor error alarm. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer stated that he did not have the pump during a sonogram and that the alarm occurred during a basal. Customer reported that they were able to complete the pump rewind. Customer was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer mentioned that there some scratches on the screen that make the pump hard to read. Customer decided to bypass troubleshooting for any physical damage. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test; the displacement test functioning properly. No motor error alarm noted and the motor passed motor test. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched case and minor scratched lcd window.